Event description:
Determined to be reportable based on analysis approved 02/15/07. It was reported that in preparation for a rotational atherectomy procedure, the floppy rtw guide wire kinked. While platforming the burr outside of the pt, the proximal edge of the floppy rtw guide wire kinked. The burr and guide wire were exchanged and the procedure was completed without incident. Patient status listed as "good". Device analysis indicates a wire fracture. Follow up with the facility based on the analysis revealed the event description was incorrect. The complaint description should have been as follows. "The proximal edge of the wire was separated."

Manufacturer narrative:
Returned product analysis revealed a fracture of the guide wire. The rotawire 325cm floppy guide wire was received in two segments of 196.3cm and 133.8cm in length. The proximal segment exhibits a kink at approx 75cm from the proximal end. Microscopic examination shows clear evidence of rotational abrasion leading to diameter reduction adjacent to the fracture site. Visual evidence at fracture site suggests that the burr while rotating at high speed remained in one location and made contact with the core wire, producing significant diameter reduction and a final sudden rupture of the core wire. No other anomalies were detected. The instructions for use under caution states: "do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guide wire. Gently advance or retract the burr while it is in high-speed rotary motion. In instances when long ablation runs are required particularly in calcified, angulated lesions- reposition the guide wire to expose a previously unused segment or exchange the guide wire to prevent damage". The investigation conducted reveals no inherent material defects and/or dimensional anomalies that may have caused or contributed to the reported incident. The evidence presented by the incident device suggests that clinical factors most likely contributed to the event, however, the exact root cause and/or circumstances under which the fracture occurred cannot be determined. The device history records were reviewed and found to meet all requirements. The lot met all specifications relevant to the complaint upon lot release.